Manufacturer narrative:
The lead remains in service at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that a low shock impedance measurements of 20 ohms was observed while the patient was being seen in the clinic. All other shock impedance measurements have been in the 50-60 ohm range and all other lead measurements were normal. No shock therapy has been delivered recently. Technical services recommended further testing or to obtain a chest x-ray to check for integrity of the shocking lead.